Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The evaluation findings are based on device testing that was performed at the manufacturer's product investigation laboratory and review of the device event logs downloaded from the device. The ventilator passed all testing during the evaluation and was found to operate and alarm as designed. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The reported date of the event was (B)(6) 2017. The event logs indicate the ventilator was alarming frequently for low minute ventilation conditions on (B)(6) 2017. At 07:32:34 local time on (B)(6) 2017, the ventilator began alarming for a low peak inspiratory pressure condition. The low peak inspiratory pressure alarm had a duration of 753 seconds, approximately, 12.5 minutes. At 07:32:39 local time on (B)(6) 2017 a patient circuit disconnect alarm was logged with a duration of 751 seconds. These alarms were acknowledged at 07:39:47 local time and at 07:43:00 local time as evidenced by alarm silence/reset keypresses. Frequent low minute ventilation alarms continued to sound until the ventilator was manually powered off at 08:01:18 local time on (B)(6) 2017. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.